Event description:
Received report of a bloodloss greater than 300cc from a suspect bloodline connector on a venous line. Patient had a permcath catheter which was implanted in 2000. Phone on 3/09/2000 for more info. Received information on 3/10/2000. Event occurred 20 minutes into treatment. Patient was transported to the hospital and received a transfusion. Patient has since returned to treatment without further incident.